Manufacturer narrative:
Additional information: annex d code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that one onyx trucor coronary drug eluting stent had inflation difficulties. The stent was advanced inside the telescope guide extension catheter (gec) with difficulties. The stent balloon could then not be inflated. The lesion being treated was long but straight (>50mm) with moderate stenosis of 50% from highly proximal to medial ramus interventricular anterior riva. There was significant outflow stenosis of the ramus diagonalis 1 (rd1) and ramus diagonalis 2 (rd2) (90% each). The onyx trucor was inspected before use with no issues noted. The stent balloon was not flushed before insertion. The lesion was pre-dilated with a 2.5x20mm nc solarice up to 20 bar, and a 3.5x20mm nc solarice up to 20 bar with no issues noted. There was no resistance noted when advancing the device towards the lesion. The onyx trucor balloon was dilated in the lesion to 14 bar with no issues. It was then realized that there was no stent on the balloon/delivery system. The stent remained in the telescope gec. The stent was not implanted and never reached the coronary system. Only the balloon on the delivery system was inflated. It is believed that the telescope gec caused or contributed to the stent dislodgement. There were no difficulties encountered removing the balloon/delivery system. The same inflation device had been used successfully with all balloons and stents. After the procedure on the bench an attempt was made to advance the onyx trucor device through a new telescope gec, but there were advancement difficulties. This occurred in vitro. Both telescope devices were inspected before use with no issues noted. The patient is completely symptom-free and fully resilient. No further coronary lesions required intervention. No patient complications have been reported as a result of this event.